Event description:
Patient was complaining of hip pain, x-ray revealed that restoration modular stem (cone plasma) was broken at the junction of the stem and the cone body.

Manufacturer narrative:
An event regarding crack/fracture at the junction between an unknown restoration modular stem and unknown cone body was reported. The event was confirmed based on the x-ray provided. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: provided x-ray confirms left hip fractured stem, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: while a review of the provided medical information by a clinical consultant confirms left hip fractured stem, the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was complaining of hip pain, x-ray revealed that restoration modular stem (cone plasma) was broken at the junction of the stem and the cone body.